Event description:
A customer reported that a probe had no suction. The timing of the event and patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
Additional information: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).